Event description:
Follow-up identified surgical intervention was undertaken during which time the scs system was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is feeling uncomfortable stimulation in her stomach when stimulation's on (date of event unknown). Reprogramming around the area was attempted to no avail. Reportedly, x-rays were taken and results reveal lead migration.therefore, surgical intervention may be undertaken as the next course of action to address the issue.